Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys total psa immunoassay results from the cobas e 411 rack analyzer. Of the data provided for four patient samples, only the results for one patient sample were discrepant. The initial result was 3.41 ng/ml and the repeat result with a new cassette of reagent was 6.09 ng/ml with a data flag. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 315714. The expiration date was requested but was not provided. The field service representative changed the pipettor tube then ran samples and controls and the results were good.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.